Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 1000 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined troubleshooting. Advised to change entire set and monitor device. Customer's blood glucose level was stable at time of reporting. Nothing further reported.